Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the physician noticed a shorter battery indication than he is used to. Also the bos 3,2 volts was at 3,1 volt

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The implanting physicians noticed a shorter battery indication than he is used to. Also the bos 3,2 volts was at 3,1 volt.